Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated that his sugar never dropped that low. Customer stated that he felling weak and sweating. Customer was treated with orange juice and candy. The customer stated that he will stay with syringe. The customer stated that he wants to return his insulin pump.